Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported a display failure, wherein horizontal lines appeared on the display. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection of the device, white lines were observed on the unit's screen. During internal analysis, the unit was found to have a misaligned flex cable caused customer's radical-7c to have white lines on the display. The brown protective layer on flex cable created tension between the cable and the connector which caused the cable to become misaligned. This protective layer is most likely the cause of the broken tabs on the side of the connector. A (B)(6) service history record review indicates no reported events related to the reported failure mode. (B)(4).